Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2017: quality safety evaluation- product technical complaint received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and shortly after began to suffer severe abdominal pain. The pain grew so severe that she was eventually prescribed vicodin as treatment. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This legal case was reported with limited information. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event, positive temporal relationship, and lack of alternative explanation, causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression") with fatigue and dyspareunia ("pain during intercourse"). The patient was treated with vicodin. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, back pain, depression and dyspareunia to be related to essure. The reporter commented: shortly after undergoing the essure procedure, she began to suffer from the symptoms. Plaintiff´s essure-related pain grew so severe that she was eventually prescribed vicodin as treatment. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and shortly after began to suffer severe abdominal pain. The pain grew so severe that she was eventually prescribed vicodin as treatment. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This legal case was reported with limited information. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event, positive temporal relationship, and lack of alternative explanation, causality cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.